Event description:
Patient was brought to MRI for a scan of brain, cervical and thoracic spine. Scan was started at 0645. Brain and cervical spine were done, and thoracic exam was 50% complete when the scanner aborted during a sequence. The scanner was rebooted twice but would not scan. A strong electrical odor was noticed coming from the scanner bore area. The patient was removed from the scan room immediately and service was called.